Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 1 day post implant, the right ventricular (rv) lead was noted to have high pacing impedance that triggered an alert. The lead remains in use. No patient complications have been reported as a result of this event.